Event description:
It was reported that the smart pass feature in this subcutaneous implantable cardioverter defibrillator (s-ICD) was disabled. Additionally, there were no markers at all on the presenting egm. The device's diagnostic data was downloaded and sent to boston scientific technical services (ts) for further evaluation. Engineering analysis was performed, a charge beginning, and charge ending was observed, at the same time as the impedance measurement session puts the device in a temporary no-therapy state. This was resolved 24 hours later with the impedance measurement retry and the device resumed appropriate sensing. This transient situation is considered a rare timing condition and further enhancements are be considered in the future to mitigate this situation. This device remains in service. The patient did not experience any adverse effects due to this rare transient issue.

Manufacturer narrative:
This product has not been returned, therefore no physical analysis has been completed. Engineering analysis of the smart pass episode data (recorded on (B)(6) 2023) revealed unexpected sensing markers. Additionally, the device data revealed that, at the time of the smart pass episode, a scheduled automatic impedance test was interrupted by a latitude telemetry session. Per device design, the interrupted automatic impedance test was re-scheduled and completed approximately 24 hours later. Appropriate sense detection was observed on subsequent latitude captured surface electrograms. Engineers determined that a rare alignment of an automatic impedance test and a latitude telemetry session on (B)(6) 2023 impacted expected cardiac signal detection. As a result, the s-ICD disabled smart pass and recorded a smart pass episode when it interpreted the absence of cardiac signal detection as potential under sensing. Analysis identified a window of less than one (1) second during an impedance test where the start of a telemetry session triggered this specific condition. Completion of the postponed impedance test restored appropriate cardiac signal detection, and the device resumed normal function.

Event description:
It was reported that the smart pass feature in this subcutaneous implantable cardioverter defibrillator (s-ICD) was disabled. Additionally, there were no markers at all on the presenting egm. The devices diagnostic data was downloaded and sent to boston scientific technical services (ts) for further evaluation. Engineering analysis was performed, a charge beginning, and charge ending was observed, at the same time as the impedance measurement session puts the device in a temporary no-therapy state. This was resolved 24 hours later with the impedance measurement retry and the device resumed appropriate sensing. This transient situation is considered a rare timing condition and further enhancements are be considered in the future to mitigate this situation. This device remains in service. The patient did not experience any adverse effects due to this rare transient issue.